Event description:
Infant was brought to emergency dept via ambulance unresponsive. Had been receiving CPR. Emergency dept nurse started bagging with infant ambu-bag/mask. Attempts at bagging were unsuccessful. Upon examination of bag 3 holes were found in the ambu-bag. Pt was dead on arrival at emergency dept. However, if pt had not been dead this would have not helped. Device did not cause pt death.